Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 600 mg/dl after coming in from doing yard work. It was reported that meter was not sending information to insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles; there were no site or insulin issues. Customer was not sure if basal rates were programmed correctly and declined checking accuracy of bolus wizard. It wa also reported that customer was hospitalized one year prior to call due to high blood glucose and being in diabetic ketoacidosis. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Tubing clamp would be sent to customer to continue high pressure test.